Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a procedure of the sfa in a moderately calcified lesion the balloon ruptured at 14 atms. A different device was used to complete the procedure. There was no reported pt consequence or injury. No add'l info available.